Event description:
It was reported that difficult to remove a balloon occurred. The target lesion was located in the ostial circumflex. A 4.50 x 12mm synergy megatron stent was advanced to the target lesion and deployed without any problems. While removing the balloon, resistance occurred. It was noted that the resistance was much larger than expected. It was noted that attempts were made to re-deflate the balloon. The balloon was deflated and the balloon was removed intact without having to remove the guide and wire, but it was difficult. The procedure was completed successfully and no patient complications resulted in relation to this event.